Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having scale reading error alarms and slow drains. The patient discontinued treatment during drain 3 of 3 due to the large drain. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv) on (B)(6) 2018. The largest drain volume from this treatment occurred during drain 2 where 3240ml drained. This drain is 180% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of fill volume 1798ml is 3236ml. Therefore, a reportable malfunction has occurred. As a result of the iipv event, the technical support representative advised the patient to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was solicited, but unavailable.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
...

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having scale reading error alarms and slow drains. The patient discontinued treatment during drain 3 of 3 due to the large drain. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv) on (B)(6) 2018. The largest drain volume from this treatment occurred during drain 2 where 3240ml drained. This drain is 180% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 2500ml is 3240ml. As a result of the iipv event, the technical support representative advised the patient to notify their peritoneal dialysis registered nurse (pdrn) of the event. Additional information was solicited, but unavailable.